Manufacturer narrative:
Sensory medical requested further information that the complainant stated she requested from the family. Per complainant, she received no further information from the family with these requests. After the initial request by sensory medical on february 27, 2025, additional communications occurred on february 28, march 4 and march 12, 2025. The user manual instructs to discontinue use of the cubby bed and contact cubby bed if anything is damaged or missing on pages 15 and 22. There was no report of injury as a result of the event.

Event description:
Per complainant, she is a bcba whose patient's mom called her because her daughter chewed through the sheet of her cubby bed,eloped and the mom was looking for support or a plan. Per complainant, the child is 5 years old and autistic and if she elopes, she may engage in self-injurious behavior which poses a risk for parents. Per complainant, the mom has been staying in the room with her daughter. There was no report of injury as a result of the event.